Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient mentioned that she felt "electricity" in her anus since implant and again today. Patient stated that she decreased stim to "5" today. Patient also didn't state if decreasing stim resolve the electricity in the anus. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated she was sitting on a couch when they felt the electric feeling. There was nothing done to resolve the reported issue. The sensation went away and the issue was resolved . The patient no longer felt the electric shock.